Manufacturer narrative:
The pump was not returned for evaluation. Log file analysis revealed that the pump's power consumption was within the normal operating range within the analyzed period through (B)(6) 2018. No alarm file was available for analysis. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had a suspected pump thrombosis. The pump remains in use. No further patient complications have been reported as a result of this event.